Event description:
The customer reported to vyaire medical problem with bellavista 1000e where a white blank screen occurred upon booting up. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire cannot find any related technical error in the downloaded logs. Vyaire asked the engineer to reconnect all the internal connection especially related to the ui (user interface) assembly side, but it did not resolve the problem. Vyaire will proceed with warranty replacement for the user interface assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs not showing any issues related with internal communication. Details provided by the customer shows that the display is white after the start test. The exact issue is not determinable. However, issue was resolved with another main board.